Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement on a male patient. According to the complainant, the catheter became kinked approximately 2cm above the stent proximal to the physician due to the patient's tortuous anatomy. While attempting to deploy the stent the suture line broke and the stent could not be deployed. Another size stent was attempted, however, the stent was too large for the patient and was not placed. There was no malfunction of the device. Another stent was not available. The procedure was rescheduled for may 12 at which time another ultraflex tracheobronchial stent was successfully placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.